Event description:
New information received notes that the recommended programming changes were made and dft testing was successfully performed.

Event description:
It was reported that review of session record showed non-sustained lead noise due to post paced t-wave oversensing. Programming changes were made and the issue was resolved. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing was still seen during an in clinic visit. Programming changes were recommended.